Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device lost rotation. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the mid left superficial femoral artery (sfa). During the procedure, the catheter was stopped rotation but the fluid pump continued to work. The procedure was successfully completed with another jetstream catheter. There were no patient complications reported and the patient's status was fine.